Event description:
Additional information indicates surgical intervention was undertaken on 10jun2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
Date of event is estimated.